Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a hole in the tubing through pinch valve (vl12b). Vl12b drains the wbc bath into the hgb cuvette for hemoglobin measurement. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the lh780 instrument. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.